Event description:
Device 1 of 3. Reference report # 161627487-2013-23250; 161627487-2013-23251. The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt lost stimulation. The pt met with the sjm representative and a diagnostic evaluation revealed invalid impedance readings. Reprogramming did not resolve the issue. The pt undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.